Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there no flow of medication through an unspecified infusor. The cause of the no flow was unspecified; however, was possibly due to an obstruction or tube kinking. This issue was identified during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.